Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal foil package was opened, and it was discovered that the foot plate was already detached. A second one was opened and was found to be intact. There was no patient injury/medical or surgical intervention required. The patient was stable, and the procedure was a success. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. Only the carrier tube assembly with a detached bypass tube was returned for evaluation. Visual inspection revealed that the bypass tube was found to be detached, and the anchor was completely exposed. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. Dimensional testing was performed. The ID of the bypass tube was measured and found to be 0.091'' which was within the manufacturer specifications. Functional testing was performed. The bypass tube was then attempted to be reinserted over the anchor and it did fit without any issues. The complaint could be confirmed for the bypass tube detachment upon investigation. No visual anomalies such as deformation were noted with the anchor, and bypass tube. The likely cause of the issue could be the user pulling the carrier tube from the pouch without completely opening it, which may result in the dislodging of the bypass tube within the pouch. No conclusion can be drawn as to the cause of the dislodged bypass tube since the poly foil pouch was not returned. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.